Event description:
End user alleges while operating the motorized wheelchair on an access ramp in the rain, the unit came to a sudden stop causing her to slide out of the seat and injure her ankles. End user reports that she was not wearing her safety belt at the time of the event.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user was operating the motorized wheelchair without a safety belt in wet weather conditions while the batteries were depleted. The owner's manual warns end users to always wear a safety belt and to never operate the motorized wheelchair in wet conditions or if the equipment is not functioning correctly.